Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: upon arrival at site had extreme difficulty logging in to the credentialing site. Had to check in with security and have edhp verify my credentials to enter or. Took probably about an hour. Verified the cable tension via transmission test. Made adjustments to j1, and j5 per service manual specifications. Completed all associated checks and verifications including pre-surgery, and phase check. No parts replacement were necessary. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob405 was inspected on (B)(6) 2016 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob405 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking during cuts. Update: "there might have been a small 1-2 minute surgical delay", ltka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm shaking during cuts. Update: "there might have been a small 1-2 minute surgical delay", ltka.